Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ bilateral patient litigation alleges patient was injured by excessive levels of chromium and cobalt. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form for the left side was received. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2014 - der rcvd. Updated dor, patient weight, height and activity level and sales rep information. Updated the previously reported cup and head to reflect the correct date of manufacture and the addition of the expiry date. Updated both to also reflect the cocr levels. Added both the stem and sleeve products. Der states ' high cocr levels and hip pain. Revised asr to gription multihole w/altrx.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: (B)(4).